Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away on (B)(6) 2018 in a hospital. The customer was hospitalized on (B)(6) 2018 due to multiple illness. The cause of death was sepsis. The caller stated that the customer had lupus, a heart condition, renal failure, multiple cancers, and thyroid issues that led to the customer's passing. The customer¿s blood glucose was 30 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown if the customer using sensors. The caller agreed declined to return the insulin pump for analysis as it was no longer in their possession. Frn- model unknown ¿ reservoir.